Event description:
While working as a dental assistant, plaintiff states that she experienced the following symptoms when wearing latex gloves or when she was around latex glove powders: asthma, rhinitis, respiratory problems, contact dermatitis, painful itching and bleeding, throat soreness, dizziness, headaches, extreme discomfort, depression and emotional distress.